Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used the device to clip the duct. As he clipped the third clip on the duct, the device didn't open. The surgeon was able to open the device with a lot of force on the handles. He continued with the same device and clipped the artery cystica. At this step, the device released two clips. These issues didn't interfere with a good outcome of the surgery. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.